Event description:
--

Event description:
Boston scientific received information that this pacemaker had a rapid change in the remaining longevity. The interrogation showed that the device had two years battery longevity. However, on the print out it showed less than half a year. There were no changes in programming. The impedance, pacing and other considerations were stable. The physician planned to explant the device and will send for analysis. No adverse patient effects were reported. The device will be returned. Additional information received that the device was checked. The device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
--